Event description:
I received three abre iliac vein stents (medtronic) in (B)(6) 2025 for may thurner syndrome. I have no prior history of deep vein thrombosis and was on anticoagulation therapy after the procedure. Months later, I reduced my eliquis dosage to begin a supervised wean. Follow-up imaging showed more than 50% narrowing inside the stents in multiple segments. In (B)(6) 2025, I had a balloon angioplasty to open all narrowed segments. Two months later in (B)(6) 2025, I had a second balloon angioplasty because the narrowing returned despite ongoing therapeutic anticoagulation. During that procedure, a localized steroid treatment device was also used. Despite these interventions and anticoagulation, I developed additional in-stent restenosis by (B)(6) 2026. My physician noted that each recurrence of restenosis consists of blood material buildup rather than scar tissue. A hematology evaluation did not identify any underlying clotting disorder or hematologic cause for the recurrent in-stent restenosis. I am still on anticoagulation therapy, and further procedures are being planned with my doctors. Pt: 2263. Device: 2993. Reference reports: mw5190531, mw5190532. This report captures abre venous self-expanding stent system #3.